Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported the ¿handpiece (hp) overheated.¿ according to the completed questionnaire, the event occurred after the incision was made and during phacoemulsification-sculpt. The issue resolved without treatment. The wound was confirmed as ¿intact.¿ additional, related information was requested but was not obtained. The handpiece was switched out to complete the case. There settings were no different than usual. The tip was used with hp, and with the bevel up at 0% longitudinal and 80% torsional. The aspiration rate was listed at 24 and the vacuum level was listed at 250mmhg (millimeters of mercury). Thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no additional information was obtained. Without the additional information, a root cause cannot be determined. The phaco handpiece was manufactured on july 15, 2015. Based on qa assessment, the product met specifications at the time of release. Without the additional information, a root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the handpiece overheated. Additional information has been requested.